Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test and prime test could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was stuck in rewind mode and when bolusing the numbers did not come up. Customer stated that insulin kept squirting out during the manual prime. Customer stated that she went to airport security and the insulin pump was exposed to body scanners. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.